Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed electromagnetic field immunity functional test; rf head cable found out of electrical specification. It was noted the rf head cable was very stiff close to the head. Analysis also found the rf head label was delaminated. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.